Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2006; 6947 implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that there was high capture threshold on the atrial lead. The output was increased, the lower rate was lowered, and the atrial sensitivity was increased. The lead remains in use. No patient complications have been reported as a result of this event.